Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. During routine follow up, computed tomography revealed a flow lumen irregularity and narrowing on the right ipsilateral side. It appeared to be just proximal to the overlap zone between the trunk-ipsilateral leg component and the contralateral leg component. Therefore, on (B)(6) 2013, an intervention occurred whereby wallstent endoprosthesis was implanted in the area of the flow lumen irregularity. The issue was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.